Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable and asymptomatic during the clinic check. The device remains implanted.